Manufacturer narrative:
This is a supplemental report for MFR report#: 8010047-2019-02999. Olympus medical systems corp. (Omsc) could not investigate the subject tjf-q290v, because the subject tjf-q290v was not returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. Since the subject device was not returned, the exact cause was unknown. If significant additional information is received, this report will be supplemented. The instruction manual provides warnings and how to inspect the device prior to use as follows. Warning: never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. When the endoscope is repeatedly inserted into the body cavity, always confirm that the single use distal cover is attached properly before insertion. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. Inspection: hold the distal part of the bending section. Pull the single use distal cover gently to confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. Twist the single use distal cover gently in both directions and confirm that the single use distal cover on the distal end of the endoscope does not slip and come off.

Manufacturer narrative:
The subject tjf-q290v has not been returned to omsc for evaluation yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the user noticed that a distal end cover (maj-2315) of the subject tjf-q290v was missing during a reprocessing after an unspecified procedure. The user presumes that the distal end cover was detached from the subject tjf-q290v and fell into the patient¿s buccal cavity when the scope was being withdrawn from the patient body. There was no report of the patient injury.